Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings were already detached or just hanging on by a thread- tampon [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings were already detached or hanging on by a thread. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings were already detached or just hanging on by a thread- tampon [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings were already detached or hanging on by a thread. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings were already detached or just hanging on by a thread- tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon strings were already detached or hanging on by a thread. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings were already detached or just hanging on by a thread- tampon [device physical property issue]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings were already detached or hanging on by a thread. No injury reported.